Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 2 devices were not available for evaluation. 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components) 2 devices: fracture problem / cannula 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 3 devices: scrapped by customer additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: fracture. - 3 events had no health consequences or impact.